Event description:
During an atrial fibrillation procedure, air was leaking from within the sheath during the transseptal puncture. Blood was also noted to be dripping from the end of the sheath. The sheath was replaced and the procedure was completed with no adverse patient consequences.